Event description:
It was reported that during a biliary stenting procedure there was difficulty deploying the covered biliary wallstent. During deployment in the biliary duct, there was difficulty retracting the sheath. Additional force was applied resulting in deployment of the stent "beyond" the stenosis due to the force used. Another of the same device was used to cover the lesion successfully. There were no patient complications and the patient was reported to be "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.